Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon ruptured at 8atm within 5 seconds. Furthermore, it was noted that the rupture was in the shape of a pinhole in the middle of the balloon. The device was removed without any problem using normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.